Manufacturer narrative:
Product event: (B)(4). Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
During a bles procedure, the wire basket on the intact wand broke during activation and metal pieces were left behind in the patient's breast. There was no adverse effect to the patient reported.